Manufacturer narrative:
The catheter was patent and met all specifications for tensile strength and ultimate elongation. However, it did not meet the specifications for the leak check due to a small tear approximately 12 inches from the proximal end. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that intra-operatively, when performing device testing, the catheter was found to be leaking. According to the report, a new one was used to complete the surgery. The report stated that the device did not have any patient contact. Reportedly, the patient was stable.